Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Visual inspection did not identify any anomalies that would contribute to the issue. Running the service application due to a por that occurred the day of explant. After it was successfully recovered, normal pairing and bluetooth (ble) communication was observed. It was running the therapy application and functional. The ipg passed functional testing on ate. The root cause of the reported issue was could not be conclusively determined.